Event description:
On (B)(6) 2011, an event was reported to figure 8 surgical involving the separation of two sternotomy closure devices. The pt was a large male, (B)(6), whose postoperative recovery was characterized by excessive coughing and movement. On (B)(6) 2011, the pt's sternum was closed with five sternotomy closure devices. The closure pattern was two "b+c" configurations in the manubrium, a "2a" configuration, and then two more "b+c" configurations in the bottom of the sternum. On (B)(6) 2011, five days postoperative, the pt noted some painless clicking of his lower sternum while lying on his side. A chest x-ray performed on (B)(6) 2011 showed a possible separation of the bottom sternotomy closure device. This x-ray was different from the chest x-rays taken immediately postoperative, and it was determined that the pt needed to be surgically explored. During exploration, it was noted that the lower two devices were unbent and had slipped though the closure assembly, thereby releasing.

Manufacturer narrative:
The physician believes that the lowest device initially failed and then the next higher device experienced significantly increased force to the leverage placed on it, thereby causing it to also fail. The third closure was intact and held the sternum. The top two devices were tight and completely intact. The surgeon elected to remove all five sternotomy closure devices and replace them with eight #7 stainless steel wires. The physician stated that he believed that the strap may have been cut too short and not properly bent back over the strap assembly. The physician also stated that he did not clear the tissue from the bottom strap assembly to ensure that the strap was secure. The physician believes that the device failure was technique-related. The physician also stated that because this pt was one of the more obese pts on which he had operated, an additional device placed distally on the sternum may have been beneficial as the distal sternum experiences the most force. The normal closure for the physician is eight #7 wires, but in this case he only had five sternotomy closure devices to use on this pt. It is also believed that the large size of the pt, the excessive postoperative coughing and movement, as well as the pt lying on his side contributed to the device failures. Figure 8 surgical has revised the figure 8 sternotomy closure device instructions for use (B)(4) to include the following note: "verify that the tissue is cleared away between the folded loop and the strap to ensure proper closure."